Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing elevated blood glucose (bg) levels of up to 511 mg/dl all day. Elevated bg levels were addressed via correction bolus and manual injection. Customer had changed out all supplies 3 times throughout the day, but was unable to bring down bg level. A system check performed with tandem technical support revealed that the infusion set cannula was kinked. The customer changed the infusion set site. The customer was unable to confirm if there had been any site damage during the previous supply changes that day. Two hours later, the customer reported that bg level had elevated to 586 mg/dl. The customer stated that a manual injection would be delivered.